Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a dreamstation 2 auto CPAP. The patient reported machine has been noisy for a week and the device started to heat up. Hot to touch. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed. A report will be filed with all applicable regulatory agencies.

Manufacturer narrative:
Additional information was received that the device was returned to manufacturing for evaluation.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation 2 auto CPAP. The patient reported machine has been noisy for a week and the device started to heat up and hot to touch. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed product investigation laboratory was able to confirm the device powers on, provides airflow, a known good heated tube heats, and the heater plate heats. There were no errors logged and care orchestrator data was not available for download. Product investigation laboratory tech performed this test using an active-servo lung, fluke infrared thermometer, and omega thermometer. The test results showed that the device and heater plate recorded temperatures within the threshold required during the test. During the heat test, product investigation laboratory did not observe any loud noise coming from the device. During the investigation, product investigation laboratory observed an unknown stick substance on the bottom of the device on the warning label. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, iso port, blower, heater plate, heater plate spring, and bottom enclosure. A dust-like contaminant was observed on the center enclosure, inlet/outlet seal, blower seal, and blower box. Hair-like particles were observed on the water tank seal, water tank, iso port, inlet/outlet seal, and bottom enclosure. What appeared to possibly be an unknown bio contaminant was observed on the water tank seal. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint. Box h6 was updated.